Manufacturer narrative:
(B)(4). Coopersurgical inc is currently investigatiing the reported complaint condition. A final report will be filed after customer follow up and investigation is complete.

Event description:
Hospital reported inca prongs disconnecting during use.